Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient has been receiving physical therapy. While receiving physical therapy patient has also been getting deep tissue massage. Patient did not know if this had anything to do with it, but instead of feeling the vibrations from the stimulator in the leg, patient was now feeling it in their body on the lower left side. No further complications were reported.